Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not turn on. The customer¿s blood glucose level was unknown at the time of the incident. After insertion of new battery insulin pump did not turned on. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. Unit was received with normal operating currents and passed self-test, unexpected restart error and displacement tests. No unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms noted during testing.